Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overestimated a bolus and blood glucose (bg) lowered to 49 mg/dl. Reportedly, the customer was shaking and sweating and the customer's husband provided assistance in treating the low bg. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.